Event description:
Event description guidant received information that during the implant procedure for this cardiac resynchronization therapy defibrillator (crt-d) the patient cononary sinus was perforated while threading the guiding catheter.